Event description:
Goertz, l., hohenstatt, s., vollherbst, d. F., weyland, c. S., nikoubashman, o., gronemann, c., pflaeging, m., siebert, e., bohner, g., zopfs, d., schlamann, m., liebig, t., dorn, f., wiesmann, m., mö; journal of neurointerventional surgery; 2024; 30(6) 819¿826; safety and efficacy of coated flow diverters in the treatment of cerebral aneurysms during single antiplatelet therapy: a multicenter study; doi: 10.1177/15910199241286542. Literature was reviewed regarding: safety and efficacy of coated flow diverters in the treatment of cerebral aneurysms during single antiplatelet therapy. This is a multicenter study. The time frame of this study was: february 2020 to september 2023. Multiple manufacturer¿s devices were used in the study population. Pipeline vantage and pipeline flex shield along with phenom 21, phenom 27, and rebar 27 catheter. Four deaths occurred in the study population. The causes of death were subarachnoid hemorrhage, unrelated to the treatment. Among patient adverse events included:  - one patient was treated with four pipeline vantage for a ruptured terminal internal carotid artery (ica) aneurysm and dysplastic ica and m1 under tirofiban, with asa monotherapy (100 mg/day) administered after loading (250 mg i.v.). The patient developed hemihyesthesia and MRI showed a punctate basal ganglia infarct of probable thromboembolic origin. Intesive care unit (ICU) treatment was later discontinued due to secondary vasospastic infarction unrelated to treatment (mrs 6). - a favorable occlusion was achieved in 88.9% (32/36).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.